Manufacturer narrative:
As there will be no return of product, boston scientific crm cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that during a follow up visit, this atrial lead displayed noise. A lead revision procedure was performed, this lead was surgically abandoned and replaced. A visual inspection revealed the terminal pin had separated from the lead's body, however the physician thought this came apart and had not fractured. It was thought this caused the noise. No adverse patient effects were reported.